Manufacturer narrative:
The manufacturing location for this product is bawal, india. This site is not registered with the FDA. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Investigation summary: since no samples (including photos) were returned for the reported issue of ¿during administration of the vaccine, the plunger movement is not smooth with the current lot.no. 0361037 of discardit 2ml syringe with 24g*1 inch (300068 / 300844 )¿, with reported lot # 0361037 regarding item # 300844, the complaint could not be confirmed. The DHR of material number 300844 and lot number 0361037 was checked for any quality notifications and no quality notifications were recorded on this lot. No samples and no photographs have been received from the customer. The investigating team used the retention samples of material code 300844 and lot number 0361037 for investigating the reported defect. All ten retention samples of material code 300844 and lot number 0361037 were tested for plunger movement and none of them confirmed or simulated the defect. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Root cause description: the probable root cause could not be determined as there was no sample or photograph to investigate the defect. Rationale: based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that discarditii 2ml with 24x1 plunger movement was difficult. This occurred on 10 occasions. The following information was provided by the initial reporter: while administration of the vaccine, the plunger movement is not smooth.